Manufacturer narrative:
Upon inspection, the baxter technician found the weld on the mast joint was completely cracked. The mast was replaced to resolve the issue. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer although there was no adverse event associated with this incident, if the reported malfunction were to recur during use, it could lead to serious injury or death.

Event description:
A customer contacted technical service to report that the sabina ii ee basic had damage to the lift mast. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.